Manufacturer narrative:
Continuation of d10: product ID: 977a260; serial#: (B)(6); product type: lead. Product ID: m943899a; serial#: unknown; product type: accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 22-jan-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) via a manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that there was pain at the ins site. Pt complained of pain and discomfort at the ins site. Stated it takes her hours to recharge and she's recharging every day. She says she has to lay on the device to get it to charge and that her belt rubs on the site making it uncomfortable. She would like the ins moved. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware. Additional information was received from the patient. The patient reported that they recently had surgery on (B)(6) 2024, and the surgery was related to complications with the spinal cord stimulator. The hcp went in and moved the generator to their low back, and it was comfortable. The patient mentioned their previous hcp placed their implant in their behind to where it was starting to protrude outward, and they could feel the generator. The patient said there was a kink on the lead where it connect to the implant battery and the kink was inside the nerve root. The patient noted that they had numbness and tingling between their legs and constantly tingled whether the stimulator was on or not because of the kink in the lead. The patient noted that the surgery should have only been a 15 minute surgery but ended up being an hour and a half because the hcp had to very carefully move the lead at the bottom and pull it out of the nerve root to where the lead was straight.